Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported that this right atrial (ra) lead exhibited noise and low out of range pacing impedance measurement (180 ohms). Noise was re-produced through isometrics and noted inhibition of atrial pacing. Light headedness was reported by this pt. Add'l info rec'd from the field rep indicated that the cause of the low out of range pacing impedance measurement was not determined. This lead was surgically abandoned and replaced. No add'l adverse pt effects were reported. The device was actively implanted for approx 15 yrs, 1 month.